Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes ycb83 and 1063893 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 02/24/2016 - pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated metallosis and trunnionosis. The stem is being added to the complaint. Lab results indicated the metal ion levels were below 7ppb. The complaint was updated on: 03/14/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes ycb83 and 1063893 did not reveal any related manufacturing anomalies. A search of the complaints databases identified no other reports against the femoral stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pff alleges metal wear and metallosis confirmed in the medical records. It also provided the complete patient details. Updated patient codes.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges difficulty walking. After review of medical records, patient was having pain, metal allergy, dementia, discomfort and tenderness. There were some small punctate areas around the patient's right leg which were non-painful. Intraoperative findings include greenish material which the surgeon describes as similarly seen on metallosis cases with evidence of trunnions is blackening around the base of the head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.